Manufacturer narrative:
A review of the device history record notes no material nonconformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure.

Event description:
A patient directly contacted our company and reported that his insert "sticks out" when he bends. We referred him to his surgeon for consultation. He indicated that he had already contacted his surgeon who took x-rays and determined that nothing was wrong with the implants but asked him to come in for more testing. Subsequent to this call, it was reported that the patient is scheduled for a revision surgery due to a loose insert.